Event description:
It was reported that the patient experienced pain in their back, which worsened and resulted in them going to the hospital. The patient was unable to walk due to their intense pain symptoms. The patients device was reprogrammed and the patient's pain symptoms improved. No additional programming is needed at this time. The patient was scheduled to receive an injection for their sacroiliac joint as additional therapy in a couple weeks.